Event description:
It was reported that the field representative contacted technical services (ts) after observing a far-field signal on the atrial channel for this patient with a pacemaker. Ts explained potential causes of far-field sensing and confirmed that the signal had been previously observed and documented. The field representative did note that the atrial lead was in an optimal position. Ts provided remote assistance to perform capture testing and to measure the artifact. The far-field signal measured approximately 0.45mv, while the atrial sensitivity is fixed as 0.75mv. Under these programmed conditions, the far-field signal would not be expected to be sensed. Ts recommended performing timing measurements. At this time, the device remains in service. No adverse patient effects were reported.